Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6)-2013. Max rv impedance varies between 392 ohm and 900 ohm the week throughout the record.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for increased pacing impedance to 1056 ohms. Lead trend indicated the impedance is normally 400-500 ohms, but the impedance occasionally spikes to 700-800 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).